Manufacturer narrative:
This is our response to report # mw5075939. There is not any contact number, hospital name, or information about the submitter which allows the manufacturer to find out any information about the incident. In addition the device was not returned and no evaluation is possible on the actual device. However retained samples and inspection records of lot# 2016-1267 were reviewed and no failure or abnormality was found on products in the inventory. More consciousness of hospital personnel to the following section of direction for use (dfu) could prevent this alleged incident: improper selection of size, improper positioning or improper use may result in septal trauma or necrosis. Frequent observation of prongs position in patient's nares may be necessary. Discontinue immediately if skin irritation occurs.

Event description:
On (B)(6) 2018, during the patient care assessment, it was noted that there was redness inside the lt. Nare area. Md was called to bedside and wound care was notified. When the septal-h hook/loop tab was replaced, it was discovered that there was skin breakdown at the anterior septum area.